Manufacturer narrative:
The subject device was returned to olympus for evaluation. The evaluation confirmed the image difficulty; the image was black with purple and green tint and not visible. There was restriction noted during the biopsy forceps passage, which appears to be due to scrapes and shear mark at 5 mm from the distal tip. There was no evidence of fluid invasion in the device. The image difficulty was attributed to a damaged charge coupled device (ccd) unit. The device was serviced and was returned to the user facility. This report is being submitted as a medical device report in an abundance of caution.

Event description:
The user facility reported that during a therapeutic ureteroscopy, the users experienced a loss of image. The procedure was completed using a different device. There was no patient injury reported.